Manufacturer narrative:
(B)(4). The service engineer inspected the device and replaced the motherboard (printed circuit board). The ventilator passed all the required testing.

Event description:
It was reported that the ventilator had a loss of communication error. The ventilator was not on a patient at the time of the event occurred.